Event description:
Caller states the patient tested 2.5 inr on coaguchek system 1 and 2.0 inr on coaguchek system 2 during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Caller is unsure which system produced specific results.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 patient for suspect device in coaguchek system 2.